Event description:
The subject device was received at an olympus service center for evaluation with a report that the rubber was aging. The issue was found during reprocessing of the device. There was no patient or user injury reported. During inspection and testing, service found the endoscopic image was blurred. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is possible that it was a sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions. During the device evaluation, service found the device demonstrated third-party repair. In addition, the charge coupled device (ccd) unit was damaged. The objective lens was broken, and light guide lens was scratched. The curved rubber was worn, and the insertion tube was wrinkled. The coating on the universal cord and video cable was peeling. The tapered sleeve of the insertion section was rotating with the insertion tube and could not be disassembled. The image guide protector was damaged. The scope cover was cracked. The switch box and switch 1 had discoloration and wear. Scratches were observed on tubes and cables. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.